Event description:
It was reported that the pt underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2005. The pt experienced pain, erosion of the internal bodily tissue and other injuries following the procedure. The pt has undergone multiple surgeries and revisionary procedures. No additional info was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.